Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reports that his diabetic doctor advised him to get his insulin pump replaced. The insulin pump show that the customer's blood glucose would all of the sudden rise and not come down. Advised the customer that the issue may re-occur even with a new insulin pump. The customer's blood glucose was 230 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.